Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider opened the compressor, cleaned the air and oxygen water traps and the electronic solenoid, reinstalled then and the compressor and ventilator worked properly.

Event description:
It was reported that during set up the e360 ventilator generated a no air supply alarm. A compressor was the primary gas source. There was no patient involvement.